Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted the coupling check valve was damaged, creating a partial obstruction. The coupling was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/29/17 phone call, 01/02/18 phone call, 01/03/18 phone call.

Event description:
The hospital reported suction was not operating as expected. There was no reported patient injury.